Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2005. A visual inspection of the device revealed no apparent defects. The memory log was downloaded and is attached to this report. The device recorded 3 log entries on the (B)(6) 2017. All of which lasted under 2 minutes duration. As the device passed out qat on the (B)(6) 2005 and the first log entry was on (B)(6) 2017, this would suggest that the user accessible memory was erased prior to the first log entry. As this is a pre-2008 model which only contains a user accessible memory log no information can be determined between these dates. There were 3 manual power ups recorded in the device memory of under two minutes duration on the (B)(6) 2017. These manual power ups may indicate that the device was switching on automatically and the user was by turning the device off via the on/off button. Therefore, there were no ten minute timeouts recorded. A test pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault was attributed to membrane failure. With a known good membrane installed the current drain returned to a level comparable with a known good unit. This would therefore indicate a fault of the original membrane. The returned sam 300 is now outside of its warranty period and will be scrapped.